Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Post-implant, the patient was evaluated for stroke-like symptoms and admitted to another hospital for further evaluation. It was suspected it was an ischemic stroke, but this has not been confirmed. The activated clotting time (act) during the procedure was in the appropriate range and nothing during the procedure raised any concerns. There was no thrombus detected or dense echo contrast in the laa.